Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the while using the medtronic cgm program an issue was reported regarding the text messages that should be delivered as an update about the glucose monitoring to the care partner account mobile numbers. The text message required to complete the registration was not delivered successfully. The only number that worked was the number that belonged to the specific mobile provider company. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Regulatory report submitted in error. Text message issues about updates isn't reportable on carelink. Additionally, communication issues were not mentioned for carelink.